Manufacturer narrative:
Result: siderail limit switch malfunctioned, causing footboard error.

Event description:
It was reported by service report that the footboard was not functional. There was pt involvement; however, no adverse consequences were reported.